Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the prograsp forceps instrument to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed based on failure analysis. Additionally, the instrument was found to have corrosion on the bearings. Pitch and grip input disk bearings exhibit orange discoloration. The corrosion was observed to be found on the inner ring of the bearing.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm prograsp forceps instrument metal thread ripped off at articulation in the tip of instrument. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported stated the ports were placed prior to the issue being identified. The instrument was inspected prior to usage. The surgical task that was being performed was dissecting/grasping. There were no fragments to fall inside of the patient's anatomy. There was no harm or injury to the patient. The procedure was completed using a backup instrument.